Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridges revealed that the reloads were both fully fired. Each anvil was bowed and the anvil clamping mechanism was deformed for one reload. The reloads were loaded into a post market vigilance instrument for functional testing. The reloads were cycled without hesitation or binding and was applied to test media. The test media was not cleanly transected for both reloads. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a thoraco lobectomy procedure, after the firing, the surgeon noted the staples were fired to the tissue completely and no conspicuous bleeding was found. But after the surgery the staples burst open and bleeding occurred, re-operation was made. The operation was completed without problem, and when the body position was changed and the tube was removed from the body, hematemesis occurred. Cardiac surgeon etc. Also joined the urgent reoperation and the patient life was saved. However, the patient did not come back to consciousness after the operation. Bleeding point was at the vein. It was close to the cardiac sac, and there was space for one finger. The stapling working space was ensured and then firing was performed. After the firing, the staples were stuck to the tissue and no conspicuous bleeding was found. The thickness of the blood vessel was normal. The sales rep checked the specimen photograph and when the vein staple in question was pulled in a direction to slightly diverge, it was opened easily than usual. In order to investigate the cause, it was necessary to check the state of the staple side. There was tissue damage. The procedure was converted to an open procedure. More than 500 cc of bleeding occurred as a result of the issue. The patient had received blood transfusion as a result of the issue.